Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared on (B)(6) 2011 with a charge time of 34.076 seconds at a monitoring voltage of 2.39 volts. It was concluded that this device did not experience premature battery depletion. Rather, eri was reached earlier than expected due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Event description:
Boston scientific received information that a red alert had been observed stating that this device had reached end of life (eol). The device was explanted and returned for routine testing. Initial testing noted a shortened elective replacement indcator (eri) to eol. Details evaluation is currently being conducted.